Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:52:29. During night drain cycle five, the patient's ultrafiltration reading was 2360 ml, indicating the home patient drained 2250 ml more than their maximum programmed fill volume of 2200 ml. No further information was available.